Event description:
An "incompatible sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced weakness and a loss of consciousness. The customer had contact with a healthcare professional who provided a drink and apple sauce for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "incompatible sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced weakness and a loss of consciousness. The customer had contact with a healthcare professional who provided a drink and apple sauce for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader mcga317-j5207 was investigated. The reader was visually inspected and no issues were observed. Reader did not turned on with button depression ,strip insertion and usb cable insertion. Reader did not fit smoothly through reader letterbox gauge. An extended investigation has been performed .the returned reader's battery was replaced and battery was measured to be within the functional specifications . After replacement of the returned battery, the returned reader was able to be powered on using a button press, strip insertion, and usb cable insertion. The returned reader was successfully paired with a compatible sensor with no error messages observed during the attempt to pair. A reader self-test was performed and passing results were observed, indicating that the returned reader was fully functional with no evidence of a potential product malfunction. Therefore, this issue is not confirmed. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "incompatible sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced weakness and a loss of consciousness. The customer had contact with a healthcare professional who provided a drink and apple sauce for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.